Event description:
Medtronic received a report that a solitaire encountered resistance in a rebar 18 microcatheter. The patient was undergoing surgery for treatment of middle cerebral artery stenosis. It was noted the patient's vessel tortuosity was normal. Stroke onset to reperfusion time was 3 hours. It was reported that during the procedure, a solitaire ab 6¿30 mm stent was delivered via a rebar 18 microcatheter, with its distal end positioned in the superior division and its proximal end in the proximal middle cerebral artery. Significant resistance was encountered during the attempt to advance into the microcatheter. Despite repeated attempts, it could not be advanced into the microcatheter. The device was withdrawn from the body and carefully inspected, and no change in the stent configuration was observed. After rehydration and adjustment of the pushing angle, it still could not be successfully advanced into the microcatheter. The surgeon considered that the stent might be incompatible with the microcatheter, and therefore replaced it with another stent of the same model, which was successfully advanced. The patient recovered well after the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.